Event description:
Customer was admitted as an inpatient to a hospital due to low blood glucose. Customer's mother stated that her daughter was connected to the pump while changing set and that customer had primed 100 units into her body.